Event description:
The customer reported via the sales rep that the reamers have seizured during a procedure. It is further reported that the collar on the reamer has jammed whilst being used on power. Due to the collar becoming jammed, the surgeon possibly believes that the tibia was not reamed deep enough. The patient has suffered a tibial periprosthetic fracture at the tip of the prosthesis. Further information has been requested from the surgeon in regards to treatment.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR #2249697-2009-00119 and 2249697-2009-00220.